Event description:
The user facility in (B)(4) reported the cutter was not functioning well. There was aspiration, but no cutting. There was no pt injury or medical intervention required. The cutter was changed at the beginning of surgery.

Manufacturer narrative:
The facility will not be returning the device for evaluation. A supplemental report will be filed should additional info become available. Report 2 of 2.